Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen separated from the device housing without an associated drop or impact, resulting in a nonfunctional touch screen and inability to use the device. Symptoms included no injury. Outcomes included no alerts or alarms and continued blood glucose management without reported adverse events. Investigation included review of reported device function and arrangement for return and replacement. Investigation of this case revealed a hardware failure consistent with screen bezel separation that rendered the touchscreen inoperable. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the screen assembly.